Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was on critical override. A technical support specialist (tss) reviewed the station and identified the delayed synchronization behavior, recommended the hospital information technology (it) team check the network port for the device using media access control address. The tss advised moving the station to a different network port or verifying whether the station network interface port was failing. The tss then called the customer, and the customer stated the station operated normally and authorized case closure. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device repeatedly went into critical override despite multiple reboots, including from the maintenance screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.